Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during virtual initial pump training the ilet pump screen was unresponsive and would not wake despite pressing the wake button; when placed on the charger, the display remained on a ¿tap to wake¿ prompt while the charger indicator light blinked green, consistent with a device display or user interface malfunction and possible power/charging anomaly. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the pump and charger while the original was requested for return. Investigation included device replacement logistics and attempts to obtain the original device for evaluation. Investigation of this device revealed a reported screen unresponsiveness with abnormal charging behavior, indicating a suspected device user interface failure and potential charging component issue. Complaint was confirmed, device was placed on a charging pad and powered on, however the sleep/wake button was unresponsive. A visual internal inspection was performed, and all components were intact and working. The hoverboard was removed and applied high temperature heat in order to reflow solder. Once installed and restarted the device remained unresponsive to the sleep/wake button. A good working hoverboard was installed using all other original components and a restarted. The sleep/wake button was now functional and responsive to the touch and able to navigate touch screen. It appears a faulty u4 chip has caused the cap touch to become unresponsive and will need to be replaced by the refurbish department.